Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 06/2022). Device not returned.

Event description:
It was reported that four months post catheter placement, the device allegedly perforated the super vena cava partially and migrated to the lung. Therefore, the device was removed from the patient. The patient's current status was unknown.

Event description:
It was reported that four months post catheter placement, the device allegedly perforated the super vena cava partially and migrated to the lung. Therefore, the device was removed from the patient. The patient's current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the only complaint reported for this lot number and the lot met all release criteria. A device history record review is not required. Investigation summary: the sample was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the alleged issue as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.